Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, the fall of the patient might have weakened the fixation of the active electrode and could be the factor for electrode mobility. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
It was reported that the patient could no longer hear after a fall. The patient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient could no longer hear after a fall. Re-implantation is considered.